Manufacturer narrative:
Corrected information is provided in sections b.2 and h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg report num. 2028159-2022-01696. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract procedure an ophthalmic operating console stopped working and displayed a system message. Surgery was completed by rebooting the console. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).